Manufacturer narrative:
Although a root cause cannot be identified, true amplification was observed for the sars-cov-2 target. No product problem was identified.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from hong kong alleged discrepant results with two patients' samples using the cobas® sars-cov-2 & influenza a/b test assay for use on the cobas liat system. Each alleged samples for the two patients initially generated a positive result for sars-cov-2, negative for influenza a and b. The same two samples were repeated on a separate cobas liat analyzer and yielded a negative result for all three targets (sars-cov-2, influenza a and b). The same two samples were also repeated on a competitor platform (cepheid) and generated a negative result for sars-cov-2. The negative results were reported out and no harm is alleged. Per FDA guidance for eua, 2 mdrs is being submitted.